Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stenting procedure performed on (B)(6) 2012. According to the complainant, the patient had a 7cm esophageal stricture. The patient's anatomy was not tortuous and the lesion was dilated prior to stent placement. During the procedure, when the physician pulled the o-ring, the covered segment of the stent was inflated at once. As a result of the premature deployment, the stent was positioned incorrectly. Therefore, the fully deployed stent was removed from the patient. There were no visible issues reported to the device. The procedure was completed using a different device with no stent placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stenting procedure performed on (B)(6) 2012. According to the complainant, the patient had a 7cm esophageal stricture. The patient's anatomy was not tortuous and the lesion was dilated prior to stent placement. During the procedure, when the physician pulled the o-ring, the covered segment of the stent was inflated at once. As a result of the premature deployment, the stent was positioned incorrectly. Therefore, the fully deployed stent was removed from the patient. There were no visible issues reported to the device. The procedure was completed using a different device with no stent placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device: component relates to problem and for the reported event of stent deployed prematurely and stent positioning issue. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and had been returned. No issues were noted with the profile of the deployed stent or the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information failed to indicate a root cause or probable root cause. Therefore, the most probable root cause classification is undeterminable.